Manufacturer narrative:
Revised h6- device code.

Event description:
It was reported 2000cc bag should have ran for 24 hours, but the staff found it empty before the desired time. Patient impact is unknown. The customer would like to know the settings on the pump, and are requesting a log review. Although requested, further information was not provided.

Manufacturer narrative:
(B)(4). The report of an overinfusion of an unspecified medication was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 362 at a rate of 83.3ml/hr with a vtbi of 500ml at 10:54 pm on (B)(6) 2021 and the infusion was started. At 10:55 pm, the device alarmed for patient side occlusion and the infusion was restarted 6 seconds later. At 3:21 am on (B)(6) 2021, the user paused the infusion and then restarted 3 minutes and 43 seconds later (3:25 am). At 5:00 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 100ml and then started the infusion. At 6:12 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 100ml and then started the infusion. At 6:32 am, the user cleared the volume infused. At 7:25 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 30ml and then started the infusion. At 7:46 am, the user paused the infusion, the door was opened and then the device alarmed for flo stop open for 3 seconds. The door was then closed, and the infusion was restarted. At 7:49 am the user changed the vtbi to 500ml and then started the infusion. At 1:49 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 200ml and then started the infusion. Seven seconds later, the user changed the vtbi to 500ml and then started the infusion. At 2:37 pm, the device alarmed for patient side occlusion and the user restarted at 2:43 pm. At 7:57 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 1000ml and then started the infusion. At 5:05 am on 17 march 2021, the user paused the infusion and then restarted at 5:12 am. At 8:13 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 150ml and then started the infusion. At 10:01 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 50ml and then started the infusion. At 10:38 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user changed the vtbi to 50ml and then started the infusion. At 10:41 am, the user paused the infusion and then restarted at 10:46 am. At 11:22 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. At 11:29 am, the user channeled the device off. At 11:45 am, the user selected the device and then started the infusion. Fifty-eight seconds later, the user channeled off the device for the last time. The volume recorded as being infused during this period was 2977.455ml. The root cause of the reported overinfusion of an unspecified medication was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 17 december 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No device received-log review only.

Event description:
It was reported 2000cc bag should have ran for 24 hours, but the staff found it empty before the desired time. Patient impact is unknown. Although requested, further information not provided.

Event description:
It was reported 2000 cc bag should have ran for 24 hours, but the staff found it empty before the desired time. Patient impact is unknown. Although requested, further information not provided.